Event description:
The following has been reported: biomed reported: " mechanical hardware failure (air compressor)" patient harm: no. Active infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor) active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for air compressor failure. During initial evaluation, the pump performed excessive pneumatic charge attempts before a major pump problem alarm. The device was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. An internal investigation also found the wifi antenna adjacent to the main pcba had a pinched wire. The resistor drive motor also has a pinched wire. This damage did not result in a failure of the resistor drive and will be replaced as a precaution.